Event description:
During the device check, the customer reported that a fully charged autopulse li-ion battery (sn (B)(4) intermittently powers on the customer's autopulse platforms. Per reporter, the battery showed 4 solid green led lights after the charging attempt. No patient involvement.

Manufacturer narrative:
The li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan. B5 (describe event or problem) was corrected.

Event description:
During the device check, the customer reported that a fully charged autopulse li-ion battery (sn (B)(6) is unable to power up autopulse platforms. Per the reporter, the battery showed 4 solid green led lights after the charging attempt. No patient involvement.